Event description:
Brakes would not hold on the bed.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom technician found the brakes would not hold. The hill-rom field technician replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.